Event description:
Description of the event: iba has been informed that, on (B)(6) 2021, during rotation of the gantry around the patient, a 30x40cm range shifter that was not correctly aligned on the rails fell out of the snout and grazed the patient on the arm. A range shifter is used in pencil beam scanning to shift the dose distribution in the targeted area for the patient. Impact of the event on the patient: the patient reported a minor contusion (no serious injury). Evaluation summary: the gantry rotation is not possible when the range shifter is not properly aligned. In this specific case, presence switches of the range shifter were bypassed pending the repair of the faulty switches to be able to continue patient treatments. The bypass prevented the detection of the incorrect alignment of the range shifter which was then able to slide out of its holder and fall during the rotation of the gantry. As noted above, the patient reported a minor contusion (no serious injury) as a result of this incident. As of (B)(6) 2021, the repair was completed and the bypass was removed.